Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed emerging from the cartridge tubing. Blood glucose level was 350mg/dl. The customer disconnected the luer lock connection and reconnected the luer lock connection successfully resolving the air bubble issue.